Event description:
Found during daily test. According to the reporter, the device would not operate with a recharged battery. There was no pt involved in the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not operate with one rechargeable battery but would operate properly with another rechargeable battery. The rechargeable battery was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Further eval of the battery showed that it would not hold a charge.